Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had an issue in which the needle did not display on the ultrasound image. The issue occurred during a fine needle aspiration (fna) diagnostic procedure while the device was inside the patient under sedation. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the reported malfunction: the adhesive of the probe was detached and loose. The probe moved to the rotation direction. It is possible that the probe shifted by a few degrees in the rotation direction, causing a change in the physical distance between the ultrasonic transducer and the treatment tool, which in turn prevented the needle tip from being displayed properly. It is possible that the image becomes visible when the scope is rotated because rotating the scope returns the probe to its normal position. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use precautions warning ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.